Event description:
It was reported that complete heart block and stoke occurred. The native aortic annulus was heavily calcified. During implantation of a 23mm lotus edge valve, the patient and developed complete heart block. Following the implant procedure the patient was pace maker dependent and had an electrophysiology consultation. Later the same day the patient had a permanent pacemaker implanted. The next day the patient had a sudden onset of nausea and difficulty speaking and was evaluated by a neurologist. The patient's prior symptoms resolved and computerized tomography of the head was negative. The following day the patient had worsening neurological presentation with right side weakness, dysphagia and facial droop. The neurologist diagnoses right side hemiparesis and acute ischemic stroke. Diuretics and losartan were administered for permissive hypertension; clopidogrel was continued. The next day the patient's neurological condition worsened, with complete plegia of the right upper extremity and trace movement in right lower extremity. The patient also had dysphagia and refused a feeding tube. The following day the patient was transferred to in-patient hospice with a primary diagnosis of acute ischemic stroke. Seven days later the patient died of acute ischemic stroke.